Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01636. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 32 days. The pump remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with symptoms of melena (for one week), non-bilious emesis and some epigastric pain. Prior to admission, aspirin had been stopped at clinic with hemoglobin of 7.9 g/dl down from baseline of 9 g/dl 4 days prior. Inr was 2.81. The patient was transfused with 1 unit of packed red blood cells. An esophagogastroduodenoscopy/colonoscopy performed on (B)(6) 2018 was negative except for the presence of blood throughout the colon, but no lesions. A subsequent capsule study identified three arteriovenous malformations (avms): 2 in upper small bowel and one in the terminal ileum. The day following the capsule study, a single balloon enteroscopy was performed and the 2 upper avm's were cauterized but the third one could not be accessed secondary to its location. After the procedure, the patient¿s hemoglobin remained stable without need for further transfusions. On an unspecified date, warfarin was restarted with new inr goal of 2-2.5. In addition, enalapril was increased to 5mg bid to help prevent future gastrointestinal bleeding and aspirin was permanently discontinued. It was also reported that the patient has some pain in the left upper quadrant that was most likely ¿pocket pain¿ related to lvad motor position and was managed with medications. The patient was discharged on (B)(6) 2018. No additional information was provided.